Event description:
It was reported that on (B)(6) 2016, the patient underwent an unknown surgery. After surgery, infection occurred. Since the infection has loosened both the femur and tibia, the surgeon intends to perform a revision in 2 stages. On (B)(6) 2022, the 1st revision surgery was performed successfully. The implants used in the initial surgery were removed, and a mold was newly used for the treatment. On (B)(6) 2022, the 2nd revision surgery will be performed with attune implants. Doi: (B)(6) 2016. Dor: (B)(6) 2022. Unknown side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.